Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had a colonoscopy done in october, and reviewed with the healthcare provider (hcp) which scope to use. The patient stated their "butt was killing me for a month" after the procedure. They were unsure what scope was used, but had been having trouble going "number 2" since october. They were unsure if the scope moved the lead. They reported they were on program 3 at 6.2 volts, and were not currently feeling stimulation. They reported feeling stimulation when they increased therapy strength, but then it would go away. Normal stimulation adaptation was reviewed, as well as the options to increase therapy strength or switch to a different program. The patient reported they would switch to program 4 and trial. They were redirected to their doctor if the issue persisted to discuss the issues further. They noted they had a new hcp, that they would see on march 23rd.